Manufacturer narrative:
Failure analysis conclusion: the device was received at csi for analysis. Visual inspection revealed the driveshaft had fractured at the distal side of the crown. The distal tip bushing section remained intact and engaged over the guide wire core shaft. The fragment was reviewed with scanning electron microscopy, which identified fatigue striations at the site of the driveshaft fractures. The sem analysis also revealed axial surface damage on the proximal spring tip coils indicating the spring tip was pulled into the driveshaft tip bushing and was not spun over. The spring tip damage likely occurred during removal of the device after the fracture and is not considered a contributing factor to the complaint. Driveshaft flexing at the weld location can initiate a fatigue failure; it is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape, but the exact root cause of this reported complaint is undetermined. It should be noted that the diamondback 360® coronary orbital atherectomy system instructions for use guide states, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. At the conclusion of the failure analysis investigation the reported fracture was confirmed, although the exact root cause of this reported complaint is undetermined. Csi ID: (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
Heavy resistance was encountered during treatment with the diamondback coronary orbital atherectomy device (oad) in a heavily calcified type c lesion in the left anterior descending artery, which was moderately tortuous and 99% stenotic with a 3-3.5mm diameter. The crown and nose length fractured during the fifth treatment. The fragment remained on the wire and was removed when the wire was retracted. Following the fracture, the procedure was successful but not satisfactory in terms of stent expansion.